Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer's daughter-in-law reported that the customer received a high reading on their freestyle meter and caused the customer to take too much insulin. It is unk what reading the customer received at the time she took the insulin. However, the customer's daughter-in-law reported that the customer received readings of 136 mg/dl, 145 mg/dl 134 mg/dl and 107 mg/dl. The customer experienced fine tremors of her extremities and was non-verbal. In addition, the customer had a seizure and lost consciousness. The paramedics were called and they obtained an unk blood reading. The customer was treated with glucose and intravenous fluids. The customer was also given juice by their daughter-in-law. The customer was not transferred to health care facility. There was no report of death or permanent impairment associated with this event.